Event description:
It was reported that when the physician inspected the stent delivery system (sds) prior to insertion in the patient, he observed that there was no stent on the balloon. The balloon was inflated to confirm that there was no stent. The sds was therefore returned although the stent could not be located. The protective sheath was not kept and it is uncertain if the stent dislodged during sheath removal. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v rx stent delivery system (sds) noted contrast visible in the inflation lumen and balloon, which is consistent with preparation. The stent was dislodged from the balloon and not returned, confirming the reported dislodgement. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The protective sheath was not returned. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. Return of the dislodged stent and protective sheath may have aided in the investigation and determination of cause. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported stent dislodgement could not be determined. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.